Event description:
The facility reports when the patient was being lifted by the encore lift, the patient dropped into a chair, hitting his left ribs on the arm of the chair. Suspected multiple lower left anterior rib fractures, involving fifth, sixth, eighth and ninth rib. Patient was treated for pain management purposes.

Manufacturer narrative:
Both lift and sling are reported to be in excellent condition. No deficiency on the product. The patient is "suspected" to have sustained multiple rib fractures, no medical intervention was deemed necessary to preclude permanent impairment. The customer reports "patient was a big man and caregiver had a hard time managing him". The lifter operating and product care instructions state, "always check that the sling adjustment cords are fully in position and locked before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." The lifting methods instructions state, "only use this or other methods after a satisfactory professional assessment has been carried out on the individual patient." The description of the event is puzzling, and did not clear up with the extra information obtained by the sales subsidiary from the customer. There is no description of a link between the patient being lifted and the alleged injuries sustained. From the information provided, the manufacturer cannot establish the lift actually contributed to the event. No deficiency was found or claimed on the product. Out of previous complaint handling, the manufacturer has found that, when the instructions in the product's operating and product care instructions are adhered to, there is no chance the sling will detach to cause a patient drop. Following these guidelines will also make sure the patient cannot slide out of the sling. The manufacturer concludes the incident might have been brought on by trying to transfer an unwilling or unruly patient and not properly attaching the sling. It is strongly recommended the staff working with the devices be retrained to the relevant operating instructions.